Event description:
It was reported that during inspection, the cs100 intra-aortic balloon pump (iabp), unit reported 53 alarms as soon as the equipment was turned on. There was no patient injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that during inspection, the cs100 intra-aortic balloon pump (iabp), unit reported 53 alarms as soon as the equipment was turned on. There was no patient injury reported. A getinge field service engineer (fse) evaluated and found that the sensor x1 was abnormal. He disassembled the equipment and found that the fault was caused by the damage of the sealing ring of the sensor x1. The on-site equipment has just the right sealing ring. After the replacement and repair, the equipment passed all the performance and safety tests specified by the factory. The equipment has been delivered to the customer and released for clinical use.

Event description:
N/a.